Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding corrosion involving an accolade stem was reported. The event was not confirmed. Device evaluation and results. The reported device was not returned for evaluation. The reported device was manufactured and accepted into final stock. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined as further information is needed no further investigation for this event is possible at this time.

Event description:
(Mw5034909) it was reported that painful total hip arthroplasty. The patient had a history of instability. Adverse tissue response due to taper corrosion.

Event description:
(Mw5034909) it was reported that painful total hip arthroplasty. The patient had a history of instability. Adverse tissue response due to taper corrosion.